Event description:
The customer reported that during surgery the display was missing segments in the saturation of peripheral oxygen (spo2) and pulse rate. No patient harm was reported.

Manufacturer narrative:
(B)(4).